Event description:
It was reported that diagnostic testing had resulted in high lead impedance, and a lead fracture had been observed in the pt's x-rays. The pt also experienced an increase in seizures, although the relationship to pre-vns baseline seizure levels is unk. Follow-up with the pt's treating physician revealed that she has quite vigorous seizures accompanied by marked arching. Additionally, her wheelchair harness goes approximately over the lead body in the area in which the lead fracture was observed. However, the physician indicated there had been no direct history of trauma or external manipulation. X-rays were sent to the MFR. A gross lead discontinuity was observed in the lead body near the electrode portion and above the bifurcation. Full revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.